Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to re-start the cartridge and resumed insulin.